Manufacturer narrative:
The referenced driveline failure was reported under medwatch MFR report# 2916596-2016-00900. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 4 months. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient presented to the emergency department (ed) of a local hospital with loss of consciousness associated with reported ¿lvad failure¿. The following history of events was provided to the implanting center clinicians by the patient¿s spouse and from information received from the ed chart. It was reported that the patient had recently been doing relatively well, had been mostly sedentary but had no dyspnea with normal activities; there was no edema and no driveline drainage or fevers. The patient had a history of recurrent gastrointestinal bleeding. Driveline compromise with use of an ungrounded power module patient cable was also reported. It was reported that the lvad had stopped working prior to the admission, and that a controller fault/change controller alarm had occurred. At that time the patient was awake, alert, and communicating. The spouse changed the system controller, but the patient became unresponsive with loss of consciousness and agonal breathing. After 5 minutes the spouse replaced the system controller again, and the lvad was then functioning normally. The patient¿s breathing improved, but the patient remained unconscious. The spouse then called emergency medical services and the patient was transferred to a local ed and was intubated for encephalopathy and airway protection. During examination, the pupils were reactive at 3 mm, but there was minimal response with withdrawal to deep painful stimuli, and an absent gag reflex. The patient was afebrile with a pulse rate of 100 bpm, and was on ventilatory support via endotracheal tube with a respiratory rate of 14 and an oxygen saturation of 97%. A head CT scan showed no evidence of gray-white differentiation or intracranial hemorrhage. An electrocardiogram revealed a v-paced rhythm with diffuse low voltage. No laboratory results were sent with the patient. It was reported that without a significant chance of meaningful recovery, and given the patient¿s frail state and comorbidities, an lvad exchange was not a reasonable option and imminent death was almost certain. The patient expired on (B)(6) 2017. An autopsy was not requested. Additional information was requested but has not been provided.

Manufacturer narrative:
The patient¿s history of recurrent gastrointestinal bleeding referenced in the initial medwatch report was reported under medwatch MFR report # 2916596-2017-01901. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. No log files from the time of the event were submitted for review and no product was returned for evaluation. Respiratory failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.